Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The initial reporting stated the product would not be returned. Repeated attempts to obtain the complaint samples and or additional information proved unsuccessful. The product and lot number required to search the complaint database and review the device history records by product and lot was not provided. The attached x-ray was reviewed by (B)(4). The observations are as follows: right hip (confirmed via x-rays) was implanted in patient. X-ray shows debris near the head/shell, but cannot visually confirm if the liner has been fractured from the x-ray to fully evaluate the implant position requires additional information.

Event description:
Pt was revised to address fracture of the liner.